Manufacturer narrative:
B5 updated and h6 medical device problem code a140508 added.

Event description:
Updated clinical narrative: the field representative responded that patient was coagulopathic and was given ffp and platelets to help with this to reverse. The decreased flows was due to volume, but noted the patient is also on ECMO. The patient remains on support at the time of reported event. Additional information received on 02may2026, impella flows decrease at times but no suction and indicated patient is fluid responsive. No anticoagulation. All pressers and inotropes weaned off. Map in 60's, stable. An impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 45-year-old female patient with a past medical history of a prior coronary artery bypass graft (CABG), coronary artery disease (cad), and diabetes, presenting in post-cardiotomy cardiogenic shock (pccs) and low cardiac output syndrome (lcos), in a cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage d shock, on extracorporeal membrane oxygenation (ECMO), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support during a cardiothoracic (CT) surgery: CABG. While the patient was in the intensive care unit (ICU), there was bleeding from the drain requiring 2 units fresh frozen plasma (ffp) and a total of 5 units of packed red blood cells (prbcs). No anticoagulation and all vasopressors and inotropes were weaned off. The post-procedure outcome is unknown. The impella functioned at p-4 at 1.1l/min as intended. High-risk surgeries require intense blood thinners, increasing the risk of bleeding. Bleeding is also a known risk due to the impella's anticoagulation and purge requirements.

Manufacturer narrative:
Correction: this report is being submitted to correct h9. Upon further review, it was determined that the report was incorrectly associated with a recall. This information was entered in error, and with current information the event is not associated with any recall.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 45-year-old female patient with a past medical history of a prior coronary artery bypass graft (CABG), coronary artery disease (cad), and diabetes, presenting in post-cardiotomy cardiogenic shock (pccs) and low cardiac output syndrome (lcos), in a cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage d shock, on extracorporeal membrane oxygenation (ECMO), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support during a cardiothoracic (CT) surgery: CABG. While the patient was in the intensive care unit (ICU), there was bleeding from the drain requiring 2 units fresh frozen plasma (ffp) and a total of 5 units of packed red blood cells (prbcs). No anticoagulation and all vasopressors and inotropes were weaned off. The post-procedure outcome is unknown. The impella functioned at p-4 at 1.1l/min as intended. High-risk surgeries require intense blood thinners, increasing the risk of bleeding. Bleeding is also a known risk due to the impella's anticoagulation and purge requirements.